Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Reportable based on new information received on 07-mar-2017. It was initially reported as material presented problems during procedure; however, additional information revealed that the shaft was perforated. The target lesion was located in a coronary artery. A 2.00mm x 20mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, when the 0.014 wire was passed through the balloon catheter, the wire entered through the distal end of the balloon but did not exit as usual. After a little force was applied, the wire pierced an area far from the usual. It was realized that the balloon catheter was damaged presenting its proximal orifice occluded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. The outer shaft was perforated 5cm from the tip. There was wire lumen buckling 4.5cm from the tip. The perforation is consistent with a guidewire puncturing the shaft. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04505. It was further reported that a 185cm j-tip pt²¿ guide wire perforated the 2.00mm x 20mm emerge¿ balloon catheter.